Manufacturer narrative:
The serial number of the accu-chek inform ii meter is (B)(6). On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection. The device was requested for investigation. The investigation is ongoing.

Event description:
We received an allegation of questionable glucose results for two patients tested with the accu-chek inform ii meter. One patient with discrepant results was provided: the meter result at 11:35 am was 77 mg/dl. The meter result at 11:37 am was 119 mg/dl.

Manufacturer narrative:
Medwatch fields d9 updated. The test strips were received for investigation. The strip vial and desiccant were inspected and were acceptable in appearance; however, the vial cap hinge was broken. The test strips were tested using a retention meter and qcs, and glycolyzed blood. Investigation results using retention qcs: qc level 1 reference range: 30-60 mg/dl. Qc level 2 reference range: 261-353 mg/dl. Results: qc level 1 ¿ 42, 43, 42 mg/dl. Qc level 2 ¿ 298, 301, 300 mg/dl. Investigation results using glycolyzed blood: glucose results in mg/dl: 103, 113, 97, 107, 101, 101, 109, 104, 104, 100, 109, 102. The investigation results using the returned test strips were acceptable. The investigation did not identify a product problem.